Manufacturer narrative:
The complaint component was returned and analyzed. The reported allegation of fluid loss and tear was confirmed via product analysis of one of the cylinders. The other cylinder performed within specifications. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a tear in the old implant. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.